Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, that the device displayed a "ECG disabled" message and the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. For the customer's report regarding the device randomly power off was duplicated and attributed to the digital board. The digital board will be replaced to resolve the report. For the report regarding ECG disabled message, the issue was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The digital board will be replaced as a precaution. The board was scrapped after testing. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.